Event description:
Healthcare professional reported pt receiving hemofiltration on the baxter bm25 device. Hcp reported the initial total fluid loss was 660 ml, over thirty minutes during which troubleshooting was occurring with staff, the total fluid loss changed to -150 ml. Hcp stated the bags on the scales were hanging freely. No alarms were noted by the hcp at the time of this event. Hcp did not report any medical intervention or patient injury related to this event. Hcp did not provide any further information related to this event.

Event description:
Healthcare professional reported pt was placed on hemodialysis follwing this event.